Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition was confirmed. An assessment was performed and it was determined that the device would run in the locked position ¿ power broken, the hose was damaged (excluding rupture), had insufficient/low power, was worn, loose, the locking components were damaged, and the device could not engage an attachment device. It was further determined that the device failed pretest for labeling verification, loctite verification, safety assessment, and rotational speed assessment. The assignable root cause of these conditions was determined to be traced to the user and maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the motor device did not lock. During in-house engineering evaluation it was determined that the device was power broken ¿ would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition was confirmed. An assessment was performed and it was determined that the device would run in the locked position ¿ power broken, the hose was damaged (excluding rupture), had insufficient/low power, was worn, loose, the locking components were damaged, and the device could not engage an attachment device. It was further determined that the device failed pretest for labeling verification, loctite verification, safety assessment, and rotational speed assessment. The assignable root cause of these conditions was determined to be traced to the user and maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the motor device did not lock. During in-house engineering evaluation it was determined that the device was power broken ¿ would run in the locked position. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.